Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation was received on september 30, 2024 lot number 1032498. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
D6a clarification: "1/1/2004" did not align with the manufacture date of this device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.